Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected data field: d3, g1 (correct establishment name (B)(6) h6 on medical device problem code: ** delete 4053 - missing information** h6 on component code: ** delete 761 - coil** a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that coating on the insertion tube was peeled off and for the second phenomenon of the marking on the insertion tube disappeared occurred due stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending. Section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the flex video scope had air/water leakages. The device was returned for evaluation. During the device evaluation it was found that the connecting tube had the coating peeling at (1mm2 or more) and the indication on the connecting tube had disappeared area, at (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. In addition to the reportable malfunction identified in b5, the following non-reportable issues were identified during the evaluation: due to a pinhole on connecting tube water tightness is lost, the adhesive on the bending section-rubber has a chip, the control unit has a scratch, the scope connector cover had a scratch, the switch box had a scratch, due to wear of angle wire the bending angle in the up direction did not meet the standard value, due to damage the angulation lever did not move smoothly, due to damage on the channel-tube the forceps cannot be inserted smoothly, the connecting tube had a dent, the universal cord had a dent, the scope connector had a scratch, the protector of universal cord on control section side had a scratch, the insertion tube rotation ring had a scratch, the angulation lever had a scratch, the ud plate had a scratch, the grip had a scratch, the scope cover had a scratch, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.